Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with same results. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided

Manufacturer narrative:
(B)(4). Evaluation of the returned device found approximately 1/2 inch of the monofilament was exposed at the guide and the needle tip still attached to the rail end. The anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. There was no needle strike mark on the foot. During testing, the plunger was reinserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There were no patient effects reported. Though requested, no additional information was provided.